Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had button error alarm. The customer blood glucose level was unknown. Customer stated that although the up and down triangle buttons were pressed, there was no response. Customer stated that after the battery was replaced they receive button error alarm. The device will not be returned for analysis.